Event description:
An excel (s/n is probably (B)(4)), 36khz tip, c4612s, was involved in an event following a procedure and was described as follows; a physician completed an unspecified procedure and noticed that the handpiece was lying on the patient's body. The physician does not know how long the handpiece was there and does not remember whether or not he accidentally stepped on the footswitch and activated the handpiece. He uncovered the drape (made by hogy medical, p/n and other details are unknown) and some kind of plastic sheets (the details are unknown), and found the "scar" on the patient's body. (The part of the body injured was not provided). Additional clinical information was requested however, further information is not expected.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.